Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient got her permanent implant and she didn't realize how strong the influence was when she was coming out of surgery and she hasn't slept since the surgery. The patient¿s anxiety was going up so she asked the hcp for valium/sleep aid for her really bad anxiety and the last couple of nights she has really started shaking inside, getting sick so she can't even eat, was getting gassy, her stomach was really hurting/stomach was tender and she started realizing that she was literally vibrating inside even when the system hasn't been off but it¿s been down (stimulation turned down). The patient realized that she was vibrating while she was laying down at night. The patient stated she would have though bringing stimulation down would¿ve helped but it was hard to tell because she was all messed up on pain meds. The patient was cramping up on her right side and her shoulder, that's how much its extended out and she needed help doing an "emergency shut down now". Patient services walked the patient through turning therapy off; by end of call the vibrating was going down and the patient asked how long it would take to completely go away . It was reviewed that each patient was different and that body may take time to register changes in therapy and redirected patient to their hcp. Patient medical history included that she had vaginal issues; patient was victim of an iud migration where she lost half of her vagina and had a hysterectomy/botox in the bladder/coccydynia/vulvodynia/pelvic dysfunction had multiple screws in her back and confirmed that these were not device related and were pre-existing. It was noted that the device was on the right side. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.